Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 04-jun-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that she was switching pumps every hour due to the pumps alarming cassette depleted and replace battery. The patient reported that she was running low on supplies attempting to troubleshoot the alarms. No interruption to therapy or adverse side effects were reported. Logs from remote utrm0017096 (paired with pump utpm0022190) show that cassette depleted and cassette problem alarms were generated on the date of the complaint. These alarms prompt the user to replace the cassette and battery, which matches the complaint information. During investigation, a test delivery generated a cassette depleted alarm within 10 minutes of initiation. Upon disassembly of the pump, evidence of fluid ingress was observed to be the cause of the alarms. The cause of the fluid ingress cannot be determined. Logs from remote utrm0017720 (paired with pump utpm0022342) show that battery depleted, cassette depleted, and cassette problem alarms were generated between 20 days before and the date of the complaint. These alarms prompt the user to replace the cassette and battery, which matches the complaint information. The logs leading up to these alarms show that the battery depleted at a higher rate than expected. During investigation, a test delivery was performed successfully with no abnormal behavior. Upon disassembly of the pump, evidence of fluid ingress was observed to be the cause of the alarms. The cause of the fluid ingress cannot be determined. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.